Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record for sn (B)(4) performed from 01/23/2018 to 11/19/2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the pcu sn (B)(4) had error 121.2072 during preventative maintenance. There was no patient involvement. Although requested, further information was not provided.